Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complication were reported by the hosp.